Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient was "getting up weird" from the sofa, and the patient´s son noted that the patient was acting weird, was not responding verbally, and was about to fall. The patient's son decided to take a fingerstick and the cgm was reading 206 mg/dl, and the blood glucose reading was 32 mg/dl. The patient was treated with a glucagon injection and with 2 juices. After treatment the blood glucose reading went up to 100 mg/dl, the cgm reading was accurate at that time, but no specific value was reported. No further treatment was necessary. It was confirmed that the patient did not lose consciousness. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.